Event description:
It was reported the device was giving a "double beep" alert during testing. No patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The analyst performed functional check and visual inspection. The operator was unable to repeat customer's reported problem in that the pump "double beeping" issue during the investigation. Power down, pump turned off, pump turned on and no disposable alarm messages after pump starting were found in the pump's event history logs. It's recommended that the downstream occlusion sensor to be replaced.